Event description:
One hour and 15 minutes into dialysis treatment, patient complained of chills. T-101.8. Treatment terminated. Restarted on new dialyzer & lines. Treatment then terminated early (40 min) secondary to low blood pressure and tachycardia. Temperature post 104.8. Patient sent to hospital. Blood cultures negative. Access-subclavian and graft. Dialyzer's 13th usedevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device not used as labeled/indended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.